Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported that her mother passed away while wearing the insulin pump. The daughter stated that the customer had been having problems with extreme high and low blood glucose levels. The customer no longer wanted to eat, which caused internal bleeding and a coma. Nothing further was reported.